Manufacturer narrative:
Additional information: section b5 - additional information was received and it was learned that there was no patient contact, the incident occurred during the preparation stage. A back up lens was used and there was no issues with same. No further information was provided. Corrected data: this information had been provided on the 9th january 2023 and was inadvertently left out of the report submitted on the 12th january 2023 under report # 3012236936-2023-00055. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 09, 2023. Device evaluation: no lens was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue were identified. The complaint issue of haptic damaged could not be confirmed because no lens was received for product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. Per regulation EU: EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a faulty haptic. No further information was provided.